Manufacturer narrative:
The returned device was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was an attempt implant due to an atrial set screw anomaly. The procedure was completed with another device with the same model. No adverse patient effects were reported. At this time, this device was already returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was an attempt implant due to an atrial set screw anomaly. The procedure was completed with another device with the same model. No adverse patient effects were reported. At this time, this device has not been returned to boston scientific